Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was "high" (specific bg value was not provided). It was determined that the load sequence was not completed properly. Customer gave a correction injection to address the bg level.